Event description:
Fentanyl pca infusion running smoothly then suddenly alarmed. Occlusion alarm indicated it was patient related/on the patient side. The line was verified for kinks, and occlusion, flushed the line to the patient, unable to determine any occlusions. Pump was restarted within 30 seconds the pca pump alarmed occlusion on the patient side. This same event occurred earlier in the shift, approx, 7 hours earlier the alarm was reset, verified there was no occlusion, on the patient side or with the tubing. Following the 2nd event the IV lines, syringe, pca pump, and alaris brain were changed out, new line, pca syringe, pca pump and brain obtained infused without further occlusion alarm. Pump and syringe were tested unable to duplicate occlusion alarm.